Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients upper incision had opened up. The patient was treated at the wound center wherein the incision was cleaned, treated and packed with special cream. No further course of action needed at this time.